Event description:
It was reported by the pt that in late 2003 they thought there was a recurrent hernia, but it was not the case. When the dr. Went in, he found "the hernia had been caused by pushing the mesh down into the inguinal canal. It was possible to mobilize the mesh back into the retroperitoneal area and attach it to the inferior ramus of the pubis using a transition suture to the femoral sheath and then carrying the repair lateral to the iliopubic tract". In late 2005, pt was having more problems and saw a different surgeon this time. "There was a significant amount of scarring. There was a breakdown of mesh at the pubic tubercle where the recurrence had occurred. Inguinal floor which had broken down."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. No initial rptr contact info included on the maude report, therefore, no f/u can be made. We therefore, consider this report complete to the best of our current knowledge.